Event description:
It was reported that the external pulse generator powered on only intermittently, that sometimes it would begin to power on but then just shut off, and other times was able to power on correctly. It was further noted that the battery swap run time was approximately 20 seconds and that physical case damage was noted. The generator was returned for service. This was discovered during routine biomedical testing and there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator powered on only intermittently, that sometimes it would begin to power on but then just shut off, and other times was able to power on correctly. It was further noted that the battery swap run time was approximately 20 seconds and that physical case damage was noted. The generator was returned for service. This was discovered during routine biomedical testing and there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper and lower cases, ring cover, and two side bail covers are broken. Battery release, lead flex cover, battery drawer, and keyboard pad are contaminated. Main printed circuit board assembly is out of specification (component missing on the board). The ring is bent. Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases, ring cover, and two side bail covers are broken. Battery release, lead flex cover, battery drawer, and keyboard pad are contaminated. Main printed circuit board assembly is out of specification (component missing on the board). The ring is bent. Battery contacts are compressed.